Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the (B)(6) was not confirmed as the issue was not reproduced during testing. The returned (B)(6) was evaluated under work order (B)(4). The mpu was connected to power using the returned ac power cord with no issues or alarms active. The (B)(6) was allowed to run for several hours with no issues observed. A full functional checkout was performed and the unit passed all tests. The root cause of the reported event could not be conclusively determined through this analysis. The (B)(6) was returned to the customer site. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The (B)(6) was shipped on 10aug2020. The heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the yellow wrench alarm on the mobile power unit, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook and heartmate 3 IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the emergency phone with a yellow wrench alarm on their mpu. The patient swapped out batteries, and could not get it to cooperate. The hospital sent the patient a new mpu. The mpu will be returned for analysis.